Manufacturer narrative:
No product information has been provided to date. This MDR was generated under protocol (B)(4). As a result of warning letter cms (B)(4). A product sample was received, for evaluation. Visual and functional testing were performed. Received, device in poor condition, due to broken h-30 air detector. The reported issue can not be confirmed. Received, h-30 air detector broken. And won't power on. The root cause for the reported issue was no problem found. The technician upgraded h-30 air detector to latest revision h-31b air detector. No causes or potential causes of the customer's reported problem were found, during the review of service and repair record.

Event description:
It was reported that there was an h-31b clamp malfunction. It is suspect that there is a block 4 microswitch issue.